Manufacturer narrative:
The device was received for evaluation with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The device generated an 0x69 hazard alarm indicating occlusion during runtime (threshold exceeded at end of bolus). Download data shows that there were timeouts. No occlusion was found within the pod, and the batteries and shape memory alloy (sma) wires were measured to be within specification. The exact cause of the 0x69 hazard alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of bent cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 428.4 mg/dl, 23.8 mmol/l between 25 and 36 hours of wearing the pod. It was stated that after giving corrections, the levels did not improve, and the ketones were at 0.7. The pod was removed from their leg, and the cannula was found to be bent. As treatment a new pod was applied.